Event description:
4it was reported that the patient presented to the hospital for a scheduled lead revision. The right ventricular lead was capped on 30 jun 2023 due to lead dislodgement. No adverse patient consequences were reported.